Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: visual inspection of the returned device found that the device had the anchor and sutures detached from the inserter. Additionally, the threader tab wire was deformed. No other anomalies were noted. The overall complaint was confirmed as the observed condition of the 5.5 healix advance kntls br would have contributed to the complained device issue. The possible root cause can be associated with pulling the tab too tightly or not maintaining the tension of the sutures. As per the instructions for use 1) pull threader tab, which is attached to the wire kite until all sutures have been pulled through the anchor, driver collar, and out of the slot in the driver. Discard the threader tab. 2) while holding sutures under slight tension, slide anchor assembly down the sutures toward the insertion site. 3) while keeping desired tension on the suture strands, place the distal nose of the anchor into the bone hole. 4) if more tension is desired: a. Individually tension sutures, while holding anchor nose in hole, until proper tension is achieved. B. Remove anchor nose from the bone hole and tension sutures. Re-insert the anchor nose back in hole. 5) once proper tension is achieved, release sutures. Note: maintaining the tension on the sutures exiting the driver while inserting the anchor will result in reduced fixation. Properly handling and¿attention to the approved use of the device diminishes the risk of failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. There was no non-conformance regarding this lot.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated, and no conclusion can be drawn at this time. E1: the reporter¿s complete facility address was not provided.

Event description:
It was reported that during arthroscopic rotator cuff repair procedure, the 5.5 healix advance kntls br device, the thread securing it loosened and the anchor came off.. Another device was used to complete the procedure. There was no delay in the procedure reported. There were no adverse patient consequences reported. All available information has been disclosed.